Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetes mellitus - complications of diabetes. The caller did not know the customer's blood glucose at the time of passing. The caller stated that they had to call the fire rescue, therefore, they are unsure whether, at the time passing, the customer was wearing the insulin pump or not. The caller stated that the customer wore the sensors, sometimes, but not at the time of passing. The caller stated that the insulin pump was destroyed by the customer; the customer had dementia and thought that people were watching him out of the insulin pump. Since the caller did not have the insulin pump at the time of the phone call the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.